Manufacturer narrative:
The pedicle probe was returned to medtronic for evaluation. It was determined that there was a physical damage failure with the pedicle probe. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that 2.25 pedicle probe was damaged. It was noted that the damage occurred in reprocessing. There was no patient present.